Event description:
Pt received a taxus stent 3 months ago after the doctor found a completely clogged artery. Pt's pulse, breathing all seem ok. Pt has, however, constant and sharp burning pains that pt never had. One is about the size of a quarter in the heart where the stent is. Others are on the sides and top of heart and in back. Pt has asked dr and he says sharp pains are ok, dull are a problem. These are most often sharp and burning. Pt sees nothing in the FDA or internet reports that would explain this pain. Pt is trying to find out if it is a side effect of the taxus stent. Pt wonders if there is some attempt to cover for the device by not acknowledging there may be painful side effects. Pt is also reporting this to the FDA as a possible side effect of the taxus stent.